Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on several external pulse generator (epg) were damaged. The current status of the epgs is unknown. No patient complications have been reported as a result of this event.